Event description:
A customer contacted global technical service (gts) on (B)(6) 2012, from a hospital regarding an unrelated alarm. Global pharmacovigilance (gpv) spoke with the nurse on (B)(6) 2012, regarding reason the patient was in the hospital and obtained the following information: the patient was hospitalized from (B)(6) 2012, for hypotension and abdominal pain. While hospitalized, the patient was diagnosed with peritonitis. Cause of peritonitis was unknown. On (B)(6) 2012, the patient recovered from hypotension and abdominal pain. In 2012, the patient recovered from peritonitis. The nurse could not speculate if the events were related to dianeal, extraneal, the homechoice machine or any baxter disposable products.

Manufacturer narrative:
(B)(4). This is report 3 of 3. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Baxter has conducted a trend review and found similar reports have been received for the reported problem. The issue is being investigated through CAPA. A follow-up report will be submitted if additional information becomes available.

Manufacturer narrative:
(B)(4). This report of peritonitis - no malfunction or use error is not confirmed and the cause was not identified because no sample was returned to baxter and the user did not describe any types of use errors or other issues that might have caused potential contamination. A review of all batch record documents was performed for gd890525 with no issues noted during the manufacturing process. There were no deviations from standard procedure.